Event description:
Inbound. Patient reports no disposable pump wont run alarm with cadd legacy pump serial number (B)(4) after placement of new cassette, cassette lot number 4158803, expiration date 06/25/2026. To try mixing new cassette and will request new pump if unsuccessful. No further details provided.